Event description:
Libre 3 is reading wrong. Took my sensor off and replaced it now, it's still reading low compared to when I prick my finger. 2 sensors reading wrong. Never have I had this issue. I entered my new serial number and it didn't indicate it was bad. Please advise on what to do. Thank you (B)(6). I have been using the handheld device that I charge. Thinking maybe something was wrong with it I changed my sensor this morning and downloaded the app. Still getting a low reading compared to pricking my finger. Pt code: 4582. Device code: 2460. Ref report: mw5179882.